Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of implant, perforation / malposition of essure device location of device: sticking out"), device dislocation ("migration of implant, perforation") and genital haemorrhage ("abnormal bleeding(genral)") in a 47-year-old female patient who had essure (batch no. Mh3-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On (B)(6) 2016, 2 years after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced rash ("rashes or skin conditions type: rash"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles and abnormal symptoms"), adverse event ("excessive menstrual cycles and abnormal symptoms"), urinary tract infection ("uti"), pelvic pain ("pain/hurting my insides"), visual impairment ("vision/eye problems type: vision got worse"), fatigue ("fatigue / tired all the time"), hypoaesthesia ("head and hands would go numb"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("she took off of work because she had cramps so bad abdominal pain lower"). The patient was treated with surgery (underwent a bilateral salpingectomies and/or hysterectomy remove the essure device.) And surgery (underwent a total hysterectomy bil salpingectomies and/or hysterectomy remove the essure device.). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, abdominal pain, back pain, menorrhagia, adverse event, urinary tract infection, female sexual dysfunction, rash, nausea, dysmenorrhoea, pelvic pain, vaginal discharge, visual impairment, fatigue, weight increased, hypoaesthesia, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adverse event, back pain, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hypoaesthesia, menorrhagia, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancies noted that she had currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. X-ray - in 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-oct-2018: update of information (batch was not valid). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of implant, perforation / malposition of essure device location of device: sticking out"), device dislocation ("migration of implant, perforation") and genital haemorrhage ("abnormal bleeding(genral)") in a 45-year-old female patient who had essure (batch no. Cs0007h, b93880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced vulvovaginal pain ("vaginal pain, pain in vagina so badly that it would wake her up in the middle of the night"), 7 months 7 days after insertion of essure. On (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue / tired all the time") and was found to have weight increased ("weight gain"). On (B)(6)2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced rash ("rashes or skin conditions type: rash"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles and abnormal symptoms"), adverse event ("excessive menstrual cycles and abnormal symptoms"), urinary tract infection ("uti"), pelvic pain ("pain/hurting my insides"), visual impairment ("vision/eye problems type: vision got worse"), hypoaesthesia ("head and hands would go numb") and abdominal pain lower ("she took off of work because she had cramps so bad abdominal pain lower"). The patient was treated with surgery (da vinci assisted vaginal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, abdominal pain, back pain, menorrhagia, adverse event, urinary tract infection, female sexual dysfunction, rash, nausea, dysmenorrhoea, pelvic pain, vaginal discharge, visual impairment, fatigue, weight increased, hypoaesthesia, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adverse event, back pain, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hypoaesthesia, menorrhagia, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancies noted that she had currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Hysterosalpingogram - on (B)(6)2016: result: total bilateral occlusion. X-ray - in 2015: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical records received. Lot number (cs0007h, b93880) added. Event onset dates added incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of implant, perforation / malposition of essure device location of device: sticking out"), device dislocation ("migration of implant, perforation") and genital haemorrhage ("abnormal bleeding(genral)") in a 47-year-old female patient who had essure (batch no. Mh3) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On (B)(6) 2016, 2 years after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced rash ("rashes or skin conditions type: rash"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles and abnormal symptoms"), adverse event ("excessive menstrual cycles and abnormal symptoms"), urinary tract infection ("uti"), pelvic pain ("pain/hurting my insides"), visual impairment ("vision/eye problems type: vision got worse"), fatigue ("fatigue / tired all the time"), hypoaesthesia ("head and hands would go numb"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("she took off of work because she had cramps so bad"). The patient was treated with surgery (underwent a bilateral salpingectomies and/or hysterectomy remove the essure device.) And surgery (underwent a bilateral salpingectomies and/or hysterectomy remove the essure device.). Essure was removed on 24-may-2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, abdominal pain, back pain, menorrhagia, adverse event, urinary tract infection, female sexual dysfunction, rash, nausea, dysmenorrhoea, pelvic pain, vaginal discharge, visual impairment, fatigue, weight increased, hypoaesthesia, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adverse event, back pain, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hypoaesthesia, menorrhagia, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancies noted that she had currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. X-ray - in 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter's information, lot number was added. Added event abnormal bleeding (general), uti, apareunia (inability to have sexual intercourse), rash, nausea, dysmenorrhea (cramping), pain, vaginal discharge, vision/eye problems type: vision got worse, fatigue , weight gain, abdominal pain lower, head and hands would go numb, vaginal pain, cramps. Patient's demographics, lab data was added. Updated onset date of events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of implant, perforation") and device dislocation ("migration of implant, perforation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), adverse event ("excessive menstrual cycles and abnormal symptoms") and menorrhagia ("excessive menstrual cycles and abnormal symptoms"). The patient was treated with surgery (underwent a bilateral salpingectomies and/or hysterectomy remove the essure device.). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, abdominal pain, back pain, adverse event and menorrhagia outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, device dislocation, fallopian tube perforation and menorrhagia to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.